Event description:
It was reported via repair work order that the footend lift was stuck at high height due to a broken lift coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.